Manufacturer narrative:
The investigation for the reported access site bleeding and cva has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. No product or supplemental clinical details were shared. The cause of the bleeding and cva were not determined as the relation to the use of the impella could not be determined. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records. Additional information for the initial MFR 1220648-2021-01095 was provided in sections b5, d6a, d6b, d7a, g3, h6, and h10.

Event description:
Additional information reported that the patient was bleeding and there was woozing from the extracorporeal membrane oxygenation and impella insertion sites. As a result, the device was replaced with impela 5.0. The impella insertion site was purse-string sutured, and the bleeding subsided. Information reported there is no causal relationship with the impella. The patient couldn't keep the circulatory dynamics and died. The cause of death was deterioration of general condition. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for pre-op CABG coronary artery bypass grafting (CABG). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that a CT scan revealed the onset of hemorrhagic cerebral infarction. Treatment details were not provided. No further information was provided.